Event description:
Because of the medtronic infuse that was implanted inside of my back, I began to have serious problems. Some problems include pain, mental anguish and the fear that I will have to undergo add'l surgeries.